Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. Additional h6 component code: g07002 no device problem. Additional h3 investigation summary: the product was returned to ethicon for evaluation. The returned product determined that it was received, three little suture pieces that pertain to the product code j1473h. During the visual inspection of the suture pieces, body fluids were noted in each piece of suture. Also, the ends appear to be cut probably by a surgical instrument. This is consistent with the removal of the suture from the patient. This product code contains an absorbable suture. And per the condition of the returned sample, the functional test could not be performed. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was there wound dehiscence/disunity of the scar? Localised dehiscence allowing the subcutaneous thread to emerge. - was there wound infection? No. - could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? No, local treatment (aquacell foam repeated 3x/week for 2 weeks). - was there any medical or surgical intervention performed (re-operation; re-suturing; re-closure; drainage)? No. - what is the current status of the patient? Healing obtained after local care, after a longer period than usual. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? What tissue dehisced? How was the dehiscence managed? Was any local treatment provided other than aquacel foam dressings? Were there any precipitating patient stress factors for the dehiscence? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a right halux procedure on (B)(6) 2024 and suture was used. A dry dressing was made to protect the scar. Thirty days post-op, it was noted when making a dressing change that the subcutaneous thread had come out of the scar. The patient had a localized dehiscence which allowed the subcutaneous thread to emerge. Local treatment of an aquacel foam dressing was used. It was stated that this type of incident can lead to a risk of infection and disunity of the scar. Additional information was requested.